Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced " seizures and was able to self-treat with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in sensor state 6 (indicating abnormal termination) with the system reset error. Visual inspection was performed on the returned sensor plug and no failure modes were observed. An extended investigation was also performed. Visual inspection was performed on the returned sensor's pcba (printed circuit board assembly), no damage was observed however, dried blood was observed. The observed dried blood would not have caused the sensor to terminate. The sensor data was analyzed and it was determined that the issue is confimed to memory corruption. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced " seizures and was able to self-treat with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced " seizures and was able to self-treat with glucose. There was no report of death or permanent impairment associated with this event.